Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had act and esc keys were not responding. The customer reported they had insulin pump error alarm and were able to clear the alarm. Customer was able to complete rewind and had been exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test or verify a21 alarm and motor error alarm due to no button response. The motor was tested outside of the device and passed. No button error alarm during testing. However, corrosion was found at the keypad traces.